Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no vibration on (B)(6) 2015. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.